Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the vividimage 4k surgical displays (B)(6) and found that monitors required adjustments. The technician adjusted the field monitors, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that their vividimage 4k surgical displays were flickering. No report of injury.